Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix non-vented high-volume inlets had a hair in the sterile overwrap. This was observed while performing the visual inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11. H4: the lot was manufactured in july, 2024. H11: two (2) actual devices were received for evaluation. Upon visual inspection, sample #1 showed particulate on the white connector and sample #2 had a dark particulate on the tubing of the inlet. The reported condition was verified. The cause of the condition was determined to be related to manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.